Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system boot up problem. Review of the system log file showed that the grabber card issue in the flex vision. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.

Event description:
It was reported to philips that the device was unable to start up as expected. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and confirmed the device would not start up. The fse determined the flexvision computer (pc) was faulty. After replacing the flexvision pc, the device was returned to expected functionality.